Event description:
The customer stated he has signal loss on 15 transmitters that are on the high end of the l-band. Not all transmitters in the area were affected, it was about half of them. Ref MFR report 8030229-2014-00118.